Event description:
The customer reported the ventilator alarmed and screen went blank during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted an air source fault followed by an oxygen valve stuck closed occurrence. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source, the ventilator will alarm and the safety valve will open. The service engineer replaced the main pcb board as a precaution to address the finding. Performance verification testing was completed and passed.